Event description:
Event description guidant received information that following delivery of a shock the implantable cardioverter defibrillator (ICD) began to emit a humming sound. It was further reported that telemetry could not be established with the ICD.